Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the peek cartridge was broken when the package was opened. The implant never touched the patient and a second implant was opened and used to complete the surgery. No patient impacts were reported.

Event description:
It was reported that the mobi-c peek cartridge was broken when the package was opened. The implant never touched the patient and a second implant was opened and used to complete the surgery. No patient impacts were reported.

Manufacturer narrative:
Additional information in b5, d4 (UDI number), e4, h4, and h6: method, results, and conclusions codes. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product is not available and it will not be returned, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress. Product not available.

Event description:
Mobi-c p&f us : disassembled before insertion. As reported by sales rep, : implant fell apart upon opening, before insertion. No other information was provided. No patient impact or surgery complication were reported. Additional information was requested. Investigation still in progress.